Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flows with some pump stops consistent with a driveline short to shield fracture. Log file analysis showed 10 pump stops, 4 low speed advisories. Speed drops were as low as 0 rotations per minute. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the ventricular assist device was connected to the mobile power unit or power module. The site requested 2 unshielded patient cables.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events and pump stops while the patient was supported by the mobile power unit. Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The center reported that the patient had low flows with some pump stops that were consistent with a driveline short to shield fracture. The submitted log file contains data from (B)(6) 2020 at 11:20pm through (B)(6) 2020 at 12:25pm. The pump speed remained above the low speed limit from the beginning of the file until (B)(6) 2020 at 10:14:06 pm. At this time, pump speed was captured 850 rpm below the low speed limit and the low speed advisory alarm was active. Additional low speed events, including multiple pump stops, were captured intermittently from this time through 10:15:54 pm. Low speed events and pump stops were also captured intermittently from 10:31:32 pm through 10:31:52 pm. These events were associated with low speed advisory, low speed hazard, and low flow hazard alarms. All low speed events and pump stops appeared to occur while the patient was supported by the mobile power unit (mpu). No additional atypical alarms were captured. The vad coordinator requested two ungrounded patient cables. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU and hmii lvas patient handbook address all system controller alarms (including low speed advisory, low speed hazard, and pump off alarms) and how to respond to such events. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.